Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation future explant date: (B)(6) 2022 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with an unknown low profile 425cc saline prosthesis experienced right sided deflation post procedure. As a result, an explant is planned for (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation future explant date: (B)(6) 2022 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with an unknown low profile 425cc saline prosthesis experienced right sided deflation post procedure. As a result, an explant is planned for (B)(6) 2022.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 1, 2022. The explant date was clarified with receipt of the device. The explant was performed on (B)(6), 2022. The identity of the impacted product product, previously reported as unknown, was revealed with receipt of the device. The impacted product is a mentor smooth round moderate profile 475cc saline prosthesis, lot #5581179, catalog #3501670. The investigation of the returned device was completed by the failure analysis lab on march 10, 2022. Device evaluation summary: a manufacturing record evaluation was performed for the finished device 5581179 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).